Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was break. The customer¿s blood glucose was 107 mg/dl at the time of incident. Customer did receive a calibration not accepted alert. The sensor will be returned for analysis.

Manufacturer narrative:
The correct information has been included with this report.

Event description:
It was reported that the sensor did not broken inside the body.